Manufacturer narrative:
Film evaluation summary: the exact cause of the reported bifurcate migration leading to proximal type I endoleak could not be conclusively determined from the limited post-implant images provided. No stent graft issues were observed. A single non-contrast angio image showed that an endurant aortic cuff had been implanted ~15mm above the proximal margin of the endurant bifurcate. The aortic cuff extending above the bifurcate was angulated ~30° l-r relative to the bifurcate centerline. Since the films were non-contrast, no assessment of any endoleak or stent graft patency could be performed. A single still volcano image from the same study date from within an unknown section of what was possibly the endurant aortic cuff did not show any obvious stent graft issues. It is possible that the aortic neck angulation may have contributed the events.

Event description:
Additional information received. It was reported that the physician elected to implant an aortic cuff below the lowest renal artery. The procedure was completed successfully and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported bifurcate migration leading to proximal type I endoleak could not be conclusively determined from the films provided. Pre-implant anatomy information, films at implant, earlier post-implant films were not returned for review and comparison. The bifurcate location at implant was unknown; the reported bifurcate migration cannot be confirmed. The films provided showed that the bifurcate was currently positioned about 15 mm below the lowest right renal artery. The proximal aortic neck to the bifurcate main body was moderately angulated. There currently appears to be marginal proximal seal with minimal stent graft apposition to the aortic wall. The aortic neck angulation may have contributed the events.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately nine years and six months post index procedure a CT revealed that the aneurx stent graft had migrated and was now positioned approximately 15 mm distal to the lowest renal artery. The aneurx stent graft had a proximal type I endoleak and the aneurysm sac had increased to 8.6 cm x 8 cm in diameter. The seal length was short and inadequate. No intervention was reported to have been performed. The physician does not know the cause of the events. No additional clinical sequelae were reported and the patient is being monitored by their physician.